Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, at approximately 5:00 pm, the patient reported feeling well. However, around 6:00 pm, the patient passed out. Paramedics were called to the scene. Upon arrival, paramedics noted that her cgm readings were showing low with a bgm value of 57 mg/dl. The patient stated that her mother observed a delay in the cgm alerts, which may have contributed to the lack of timely notification regarding the hypoglycemic episode. It is also possible that the patient¿s blood glucose levels dropped rapidly. The patient was given fast acting glucose by the paramedics and given orange juice. By approximately 7:00 pm, the patient¿s blood glucose had returned to a normal level (bgm: 123 mg/dl), and the cgm sensor was removed. No medications were administered following the incident, and the patient was not advised to seek hospital care or schedule follow-up evaluations. Paramedics confirmed that the patient at least consumed food before they departed. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.